Event description:
This case was reported on (B)(6) 2011 by a physician - (B)(4). This case involves a pt (demographics no reported) who was treated with poly-l-lactic acid (sculptra) (dosage, therapy dates, indication, batch/lot numbers not reported). The physician reports one of his pt's has experienced one of the worst reactions he has seen, six months post poly-l-lactic acid treatment. He does not want to say what it is for confidentiality reasons. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: unk. Corrective treatment: unk. Outcome: unk. A ptc (product technical complaint) has been initiated for this report.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: this pt of received sculptra and six months later reportedly experienced one of the "worst reactions seen by the physician." This case lacks sufficient info needed to make an adequate assessment of the case; however the "reaction" could be interpreted as various etiologies; such as, allergic, injection site, and/or isolated disease state. Further info including past medical history, co-morbidities, the exact details of the event, exact diagnosis, any previous drug allergies, lab studies have been requested.